Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a scheduled device changeout procedure, noise was observed on the atrial lead during arm movements. Automated mode switch episodes resulted. No patient symptoms were reported. The lead tested normally during the procedure and remained in use.